Event description:
The incident was reported to the manufacturer by the distributor (grandvision), limited information has been made available. It is reported that a patient from a location in germany has experienced discomfort when wearing the contact lenses and has developed an intolerance, it is also reported that the patient experienced a corneal infection. The distributor has confirmed that no hospitalization was required. It is unclear if the patient required any medical attention, intervention and/or medication. This event is being reported, and an abundance of caution due to reported condition of infection, unconfirmed diagnosis, lack of medical information and unknown resolution. Should further information become available, a follow-up report will be submitted as appropriate. As it is unclear if the patient experienced incidents in each eye and was using a different device in each eye, please refer to manufacturer report reference 9614392-2023-00002 for associated incident.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate. As it is unclear if the patient experienced incidents in each eye and was using a different device in each eye, please refer to manufacturer report reference 9614392-2023-00002 for associated incident. Correction: this incident was initially reported (B)(6) 2022 as manufacturer report number 2640128-2022-00006 with manufacturing site indicated as coopervision caribbean corp, pr. Further investigation identified that this product was manufactured at coopervision manufacturing, ltd., UK. Report being resubmitted with correct manufacturer reference number under corrected FDA manufacturing site registration number.